Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the very tortuous, severely calcified and 90% stenosed left anterior descending (lad) artery. The balloon was being used to post-dilate another MFR's stent. The balloon ruptured on the fifth inflation at 12 atms. The previous four inflations were each to 12 atms. The procedure was successfully completed with another maverick2 monorail balloon catheter. There were no reported pt complications. Pt status listed as "good".